Event description:
It was reported that a deep brain stimulation implantable pulse generator (ipg) patient experienced a broken connector pin and possible damage to the port inside the recharger, with a history of damaged cords. The patient representative indicated that the connector pin appeared stuck and attempted removal with pliers, raising concern about potential port damage. The patient requested a replacement dtc and expressed interest in transitioning to a wireless recharger due to on going cord issues. No deaths were reported in relation to the device or therapy. The patient will attempt to use the replacement dtc upon receipt and plans to pursue wireless recharger transition. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.